Event description:
The pt underwent an anterior cervical fusion, during which a small amount of surgicel was placed in situ to address anterior bleeding. 24 hours post-op, the pt developed a stridor (respiratory obstruction) and was reoperated on. During the reoperation, the surgeon found that the fibrillar had moved to the side of the larynx and had become a gelatinous mass that had swelled and was affecting breathing. There was also a hematoma present. The mass suspected to be surgicel was removed and the pt recovered.